Event description:
On (B)(6) 2016 an email was received reporting a physician's difficulty in communicating. When the serial cable was replaced the communication issue resolved. The cable was confirmed to be the old white cable. The tablet was not plugged in wall, the usb cable was re-inserted multiple times, the battery was checked on the wand, a good wand/cable was used on the physician's tablet and worked fine. The issue was isolated to the cable. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.